Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 06, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). The returned samples were visually inspected with no anomalies. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications for both samples. The samples were also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. A retention sample from the same product code and lot number combination was obtained and tested. The retention sample was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. It was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. The evaluation of the returned samples was found to function as intended; therefore, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during endoscopic vein harvesting, the device was not cauterizing the vessels. As per the subsidiary, the device was connected to the valleylab force triad (macro 6) setting as per the description. Following that they opened another device with the same lot number, but the problem remained. In addition, they changed the diathermy machine, but the problem remained the same. Finally, they used the valleylab ft10 with the same setting and it turned on and went off after a few seconds. The user facility informed, there was a delay in the surgical procedure for about an hour the surgeon struggled to harvest the vessel. The surgery was completed successfully; however, it resulted in the surgeon using a vein stripper causing the patient to undergo more incisions and more pain. *product was changed out *procedure was completed successfully *there was a blood loss of 150ml.